Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigati...

Event description:
Procedure performed - "ladg". "This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation." "Report from the sales rep: during a procedure, the customer noted a rubber fragment inside abdominal cavity. The fragment was removed from the patient using a grasper, and the procedure was successfully completed. No patient injury and bleeding. The ddb was cut for the inspection of the customer. Please see the cer check list for inserted instruments into the trocar. "Initial investigation report: the event unit was returned to us and visually inspected. The septum was fragmented. The returned rubber material(the size: approx.. 3.5mm x 2.0mm) matched the missing location on the septum. The unit will be returned to (B)(4) for further evaluation. Admin#(B)(4)." Patient status - no patient injury.

Manufacturer narrative:
The event product was returned to applied medical for evaluation with a rubber fragment. Upon visual inspection, engineering observed that the internal rubber components of the seal, the septum and duckbill, were fragmented. The rubber fragment returned completed the septum when reassembled. Based on the description of the event, the damage observed on the duckbill was caused by the complainant, who intentionally cut the duckbill for inspection. The likely root cause of the damage to the septum is an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.